Event description:
Pt implanted in the vermilion borders and nasolabial folds on 12/30/1997. On 01/14/1998 and 01/21/1998 revision surgery was performed. Sites unknown. Implant extrusion, wound drainage, infection and lack of correction were symptom noted. No dates given. On 06/01/1998 and 07/20/1998 implant explanted. Sites not noted tylonol with codeine no. 3, duricef, erythromycin, talwin listed as medication.